Event description:
It was reported that there was an error code 1861, and the case was damaged at the power port during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal intact, with broken rear case by the ac power connector. There was evidence of the reported problem recorded in the event history log. The reported complaint was duplicated/verified. The device was found to be displaying 1861 error code message after powering up during the investigation, but it was unable to repeated. Also, broken rear housing was found by the ac power connector. It is believed that a defective motor and a damaged case was the cause of the reported issue. For corrective action, the motor and rear housing will be replaced. The root cause of the reported problem was unknown. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Product is beyond 20 years from manufacture date of 2002-05 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.